Event description:
This pt underwent breast augmentation in 1978. She had multiple complications. 6/22/93, she underwent bilateral biopsies, mastopexies, removal implants and placements of saline sub-muscular implants. Post-op she did well but in june 95, had deflation of left implant and mammogram was abnormal. Biopsy was benign. On 7/25/95, she had partial capsulectomy left breast with removal of implant and replacement with saline implant, revision right mastopexy.